Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not filling equally after being pumped up. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, a perforation was found in one of the cylinders. No patient complications were reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not filling equally after being pumped up. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, a perforation was found in one of the cylinders. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited uneven inflation after pumping. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. Upon explant, a perforation was found in one of the cylinders. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported allegations of mechanical issues and inflation issues due to a cylinder hole in this inflatable penile prosthesis (ipp) via product analysis. The identified fluid leak was the most probable cause of the event as the device would not be functional after the system fluid was lost. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual and microscopic analysis of the cylinders found a leak in the proximal cylinder body of one of the cylinders as the result of wear at a fold. The cylinder could not be functionally tested due to the identified leak; however, the other cylinder passed all tests performed. The hole in the cylinder, and resultant fluid leak, could have resulted in the mechanical and inflation issues observed clinically. Visual and microscopic inspection, and functional testing of the pump was performed. The pump performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.